Event description:
A distributor (B)(4) forwarded info to the manufacturer in regard to a reported adverse event involving a trilogy 100 ventilator. According to the distributor, a (B)(6) infant who had been receiving continuous positive airway pressure (CPAP) therapy via the trilogy 100 ventilator expired on (B)(6) 2010. The cause of the death has yet to be determined. There does not appear to be an allegation the trilogy 100 malfunctioned during the reported event. A getemed infant apnea monitor was also reported to be in use at the time of the event. The devices are correctly in the possession of the authorities and a follow-up report will be filed when additional info is available.

Manufacturer narrative:
Analysis found an inside out abrasion between at 9cm and 10cm from the helix and the is-1 cables were exposed. Visual inspection of the rv shock coil showed multiple inside out abrasions underneath the rv shock coil. The insulation was abraded through and exposed the distal coil at 5.5cm from the helix. The etfe coating on one of the rv cables was abraded at the same location.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. Review of the stored egms showed intermittent noise on the ventricular sense/pace channel due to suspected lead micro-fractures. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.